Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that overfill occurred during use with a bd vacutainer® buffered sodium citrate (9nc) blood collection tubes. The following information was provided by the initial reporter. "It is reported customer may be experiencing over filling. Date of incident (yyyy-mm-dd): (B)(6) 2020, type of incident/problem: malfunction - during or after use, level of harm: no apparent harm - reached patient/person, inconvenient, incident details: hematology and phlebotomists have brought it to my attention that our current lot # of citrate tubes are overfilling slightly. Frequency of problem: recurring, device information, device name/description: tube blood collection vacutainer light blue 13mm x 75mm x 2.7ml, manufacturer: becton dickinson canada inc, manufacturer code/model: 363083, serial or lot number: 9260290".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that overfill occurred during use with a bd vacutainer® buffered sodium citrate (9nc) blood collection tubes. The following information was provided by the initial reporter, "-it is reported customer may be experiencing over filling. Date of incident (yyyy-mm-dd): (B)(6) 2020, type of incident/problem: malfunction - during or after use, level of harm: no apparent harm - reached patient/person, inconvenient, incident details: hematology and phlebotomists have brought it to my attention that our current lot # of citrate tubes are overfilling slightly. Frequency of problem: recurring, device information, device name/description: tube blood collection vacutainer light blue 13mm x 75mm x 2.7ml, manufacturer: becton dickinson (B)(4), manufacturer code/model: 363083, serial or lot number: 9260290".